Manufacturer narrative:
The controller, battery, and adapter were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed power switching. Analysis of the devices revealed that they met specifications during testing. The power disconnect alarm could not be duplicated. The most likely root cause is a communication error between the battery and the controller. Battery / (B)(4)/ model # 1650de / exp. Date: 2016-01-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-01-06. Labeled for single use: no. (B)(4). Cac adapter/ (B)(4)/ model # 1430de / exp. Date: 2015-12-01. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-12-01. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that while the patient was sleeping, they were connected to one battery and the controller ac adapter. The patient woke up because they heard single beeps emitted by their controller along with power disconnect alarms. The controller, cac adapter and battery were exchanged with no reported patient consequences.